Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. If the device is received, a follow up report will be submitted. The device was not returned to hospira for testing and investigation therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the device did not emit an audible alarm tone during an alarm condition. There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. No additional information was provided.